Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a bent needle that caused the leak. The fse straightened the needle and secured the needle cartridge holder and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The customer described the leak as approximately 5ml of cleaner leaking from the needle assembly onto the countertop. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.